Manufacturer narrative:
Inspection of the device found a kink in the exposed cannula. Although damage to the cannula was observed, it is unclear when the kink occurred. No other defects or deficiencies were found during the investigation.

Event description:
After investigation it was found the device had a kink in the exposed cannula. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 4 and 24 hours. As treatment a new pod was applied after the event.